Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm leaked at tubing the child was given an indwelling infusion as a result of an outpatient infusion in our hospital. On (B)(6) 2024, the evening shift nurse gave the patient a smooth infusion after puncturing with a closed IV needle. On (B)(6) 2024, he came back to the hospital for another infusion, and the indwelling needle was assessed as being good, and the nurse gave a pre-infusion needle flushing operation, and found that there was a saline leak from a place where a small clip had clamped shut the tubing of this indwelling needle, and re-examined the leak to find that the place with small clip the leak was found to have traces of a small clamp at the site of the leak. Because of the need to open the clip to flush the tube, there was indeed fluid leaking out of the clamped area, and it was confirmed that the catheter was broken and could not be left in place. The nurse and the child's parents explained that the needle was removed and the child was reintroduced to a new tube, which caused the child a painful second puncture. The needle was then taken away by the manufacturer's salesperson.

Manufacturer narrative:
Annex-a code has been amended to a0401 - break from the previous a0504 - leak/splash. Information provided by the customer in the initial communication indicated the presence of a breach in the extension tubing wall. This supplemental has been filed to improve the initial coding of this event. No additional changes to investigation findings or information provided exist.

Event description:
No additional information provided.

Manufacturer narrative:
1. The customer returned 1 photo, but did not return the defective sample. The photo shows that the leakage site of the indwelling needle is at the extension tubing. 2. DHR/bhr review lot#3325895 1-this batch of products were assembled at intima ii auto line 2 in november 2023, and packaged at r240 package line in november 2023. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 4-the extension tubing batches used in this batch of products are 3139902, 3293231, review the raw material inspection records, no abnormalities. 5-the pinch clamp batches used in this batch of products is 3083399, 3321441, review the raw material inspection records, no abnormalities. 2. No defective samples and photos have been received for the complaint. 3. The retained sample of this batch is taken, the extension tubing and the clamping parts of the pinch clamp are checked, no abnormality is found. The sample is carried out for the pinch clamp sealing pressure test (test process: the extension tubing is pinched by the pinch clamp in the same position for more than 64 times, and then held in the pinched state under 800mm pressure device for 3 days). Test results: no leakage is found at the extension tubing. 4. When the extension tubing is pinched to one side and not centered in the pinch clamp, the extension tubing may be damaged. No abnormality is found on process and retained sample. The returned photo shows that the leakage site of the indwelling needle is at the extension tubing. However, the specific damage state of the extension tubing cannot be identified, and the defective sample is not returned, so the root cause of the damage of the extension tubing cannot be confirmed.

Event description:
No additional information provided.